Event description:
During the shift check, the autopulse platform (sn (B)(6)) did not retract the autopulse lifeband. In addition, the platform has a crack on the bottom right side by the handle. No patient involvement.

Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Manufacturer narrative:
The reported complaint of the "autopulse platform (sn (B)(6)) did not retract the autopulse lifeband ". Based on the functional testing and the archive data review performed at zoll, the platform did not retract the lifeband after the device displayed the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The root cause of the (ua) 07 was due to the failed load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling, such as a drop. The customer reported a secondary complaint of the cracked front enclosure by the handle was confirmed during the visual inspection. The probable root cause for the observed physical damage could be due to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that load cell module 2 was exceeding normal parameters and was replaced to remedy the (ua) 07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).